Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer noticed scratches on screen, backlight was dimmed, battery changed more frequent twice a month, had unexplained no delivery alarms due to site occlusion and insulin pump was rejecting batteries. No harm requiring medical intervention was reported.  Customer declined for troubleshooting the above issue. The products will not be returned for analysis.